Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after the procedure, the fiber used during caught on fire. There were no patient complications. Boston scientific was unable to gather additional information despite the good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that after the procedure, the fiber used during caught on fire. There were no patient complications. Boston scientific was unable to gather additional information despite the good faith efforts.